Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument wire was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws did not close. The instrument was inspected prior to use with no issue. There was no shakiness or friction experienced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. A visual inspection found no damage on the conductor wire. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument energy cord was recognized on the erbe. The instrument delivered energy without any issues. No product issue was identified. Additional investigation found a broken grip cable at the distal end.